Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's spinal cord stimulator has not worked in two years and never got coverage. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's spinal cord stimulator has not worked in two years and never got coverage. The patient will undergo a revision procedure.